Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and button error. The customer explained that the insulin pump was damp and that he removed the battery. After allowing the device to dry, the customer reinserted the battery but received the two alarms. The customer's blood glucose was unknown. The customer confirmed the issue did not lead to a serious injury or hospitalization. The customer declined troubleshooting at the time of the call. The customer did not return the product for analysis.